Event description:
During instrument service for an unrelated issue, the customer reported to beckman coulter field service engineer (fse), intermittently low and flagged hemoglobin (hgb) results, for multiple patients, involving the coulter lh 750 hematology analyzer. The erroneous results were released out of the laboratory. The customer indicated only one patient was impacted - the patient was given a blood transfusion per laboratory protocol due to 2 gram drop in hemoglobin, below the threshold limit. Subsequent analysis of the patient sample, on an alternate coulter lh 750 analyzer, recovered higher hemoglobin results which were considered correct. An amended report was issued to the hospital. The customer indicated the patient was in normal condition after receiving the blood transfusion. The fse reviewed the instrument quality control (qc) log and noted 5c controls parameters for all levels were within specification. The fse inspected the tubing through pinch valves vl04, vl06, and vl12d and noted the yellow stripe tube through vl12d was partially cut inside the pinch valve. The fse replaced both tubes through vl12d, performed hemoglobin lamp adjustment procedure, and performed system startup, 5c, retic controls, and reproducibility test and was not able to reproduce the low hemoglobin results. Service activity performed was verified to meet the specified requirements per established procedures. The instrument was returned to normal operation.